Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on head unit, error 306 and the coupler rattled. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the alleged malfunction reported by the customer was caused due to damage on cable unit. Additionally, because coupler unit was shaved, the coupler rattled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head exhibited a distorted image when bright or shiny objects entered the frame. The event occurred during a urological procedure, which was completed using a similar device. There were no reports of patient harm.